Event description:
The valve was explanted due to a "stuck" leaflet. Intra-operatively, calcification was noted to be impeding a leaflet. The valve was explanted and the annulus was debrided. A 21a-101, was then implanted.